Event description:
The biomedical engineer (bme) reported that they are having issues with arrythmia recall on the central nurse's station (cns). Arrythmia recall is a feature that shows arrythmia historical data. They stated that this has affected patient care as the doctors were using it to check on what the patient had; for example, if they had low heart rates and cannot access data and print. The real time alarms are not reporting correctly with all tones and banners coming across. Full disclosure was functioning and is a feature which displays arrythmia and other historical data. No patient harm reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that they are having issues with arrythmia recall on the central nurse's station (cns). Arrythmia recall is a feature that shows arrythmia historical data. They stated that this has affected patient care as the doctors were using it to check on what the patient had; for example, if they had low heart rates and cannot access data and print. The real time alarms are not reporting correctly with all tones and banners coming across. Full disclosure was functioning and is a feature which displays arrythmia and other historical data. No patient harm reported. Investigation conclusion: the reported device was not returned for evaluation. Nkc has determined that after 1/1/2021 when the data is transferred from the zm series telemetry transmitter through the org, the org receiver applies an incorrect date stamp to episodic transmitter data (i.e. A. Arrhythmia recall data, b. St recall data, and c. Nibp measurement data). This date error is either carried over to the cns / rns or blocked so that the episodic data is missing depending on the model of the cns / rns. The root cause of this issue is software deficiency. The following fields are not applicable (na) to the MDR report: b2. D4 lot number & expiration. D6a - d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6. B6 - b7. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer reponded back but did not provide patient information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Multiple patient receiver org-9100a. Sn: (B)(6). Org-9100a. Sn: (B)(6). Org-9100a. Sn: (B)(6). Org-9100a. Sn: (B)(6). Org-9100a. Sn: (B)(6). Org-9100a. Sn: (B)(6). Org-9100a. Sn: (B)(6). Org-9100a. Sn: (B)(6). Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with arrythmia recall on the central nurse's station (cns). Arrythmia recall is a feature that shows arrythmia historical data. They stated that this has affected patient care as the doctors were using it to check on what the patient had; for example, if they had low heart rates and cannot access data and print. The real time alarms are not reporting correctly with all tones and banners coming across. Full disclosure was functioning and is a feature which displays arrythmia and other historical data. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 02/03/2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 02/07/2021: emailed customer via microsoft outlook for all items under the no information section. The customer responded back but did not provide patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Multiple patient receiver: (B)(4). Sn: (B)(4). (B)(4). Sn: (B)(4). (B)(4). Sn: (B)(4). (B)(4). Sn: (B)(4). (B)(4). Sn: (B)(4). (B)(4). Sn: (B)(4). (B)(4). Sn: (B)(4). (B)(4). Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that they are having issues with arrythmia recall on the central nurse's station (cns). Arrythmia recall is a feature that shows arrythmia historical data. They stated that this has affected patient care as the doctors were using it to check on what the patient had; for example, if they had low heart rates and cannot access data and print. The real time alarms are not reporting correctly with all tones and banners coming across. Full disclosure was functioning and is a feature which displays arrythmia and other historical data. No patient harm reported.